Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that for a little over a month they have been having severe pain where the implant is located on their butt cheek. Patient stated that they called their surgeon's office (dr. (B)(6)) about a week and a half ago and was by a nurse practitioner, (they think), that maybe the battery is malfunctioning. They advised the patient to put a lidocaine patch on the area and to contact mdt. Patient stated when they don't wear the lidocaine patch, they feel like there is a pressure pain where the battery is like they just had the surgery. Patient mentioned that they are at work today and the pain is unbearable, at a 9 out of 10. Patient has moved 2.5 hours away and does not have a current managing hcp. Patient commented that in the past when they have gone to the ER for other issues or their back being in pain, 99% of the time they don't know what to do for them and half of the doctors do not even know what an scs is. The patient was redirected to their healthcare provider to further address the issue. Agent emailed reps for visibility and emailed patient physician listings.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.